Event description:
Inner lining of taut intraducer came apart after cholangiogram completed. Surgeon removed pieces of taut intraducer. The remainder of the cholecystectomy completed without any further problems. Patient went to recovery in stable condition. No untoward patient effect.